Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0fge1, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0fge1, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient presented with an infection at the pocket and the implantable neurostimulator (ins) was explanted. It was unknown if a culture was take and antibiotic treatment was necessary. The doctor would be performing a revision surgery on (B)(6) 2014. The doctor would determine at that time if new extensions were required and implant a new ins. Three days later it was reported that the extensions were replaced. The patient was doing well and had his ins turned back on the day of the report.

Event description:
Additional information received from a health care provider (hcp) reported the patient had an infection in (B)(6) 2014. The patient's system was removed in (B)(6) 2014.

Event description:
Additional information received reported the healthcare professional (hcp) was concerned about infections related to deep brain stimulation. The hcp had experienced several infections approximately one year post implant at the lead site and implantable neurostimulator (ins) pocket.